Event description:
N/a.

Manufacturer narrative:
The drain in question was not returned therefore atrium medical corporation cannot confirm the complaint. The product family name and lot number where not provided. An attempt to obtain more information regarding the drain was attempted. No other details were made available. Without additional information an investigation into the noise heard cannot be performed. Based on the results of the investigation atrium medical corporation cannot conclude that the chest drain was faulty. It is possible that the vacuum pressure was set too high. This cannot be confirmed without additional details.

Manufacturer narrative:
A follow up report will be submitted upon the completion of the investigation into this event.

Event description:
Received a user facility report (# (B)(4)) that states the patient had a coronary artery bypass graft (CABG). When patient arrived to room and while setting up the chest tube suctions, a loud unknown noise was coming from the drain. No harm to patient reported.